Event description:
An optometrist reported that she had observed a hazy patch within the central 4-6mm of the cornea of the left eye of a pt who had been wearing focus night & day lenses. The optometrist referred the pt to an ophthalmologist who diagnosed a corneal erosion/keratitis, stromal reaction with endothelial folds and a slight tendency to aqueous flare. There was slight edema 6 o'clock position. The ophthalmologist prescribed ophtaquix drops & maxidex. Decided not to culture. At follow-up examination a week later, the incident had nearly resolved and the pt did not report pain or irritation. Medication continued but on reduced dosage. Pt to resume daily wear of lenses in the fall. Optometrist reported in 09/2004 that event resolved with no loss of visual acuity & that opthalmologist thinks patient's tear flow impairment due to rheumatism has contributed to the incident. No further information is available at this time.